Manufacturer narrative:
Investigation conclusion: retain testing showed that product performs as expected. Contamination is suspected as the customer began implementing additional cleaning procedures between samples and have resolved the matter. Root cause: could not duplicate with retains. Unknown; possible contamination. Source: email.

Event description:
Reported false positive sars results for an unspecified number of patients. It is unknown if the patients were symptomatic. The customer communicated the patients tested negative with another molecular (pcr testing) method. These were nursing home patients included in general screening procedures. The false positives may have been due to pipette contamination during the sample processing event.